Event description:
It was reported that the patient experienced a grand mal seizure that lasted approximately 30 seconds. The reporter suspected that the seizure was unrelated to the baclofen therapy since the patient had no other symptoms that indicated the he was "getting too much or too little drug". The patient experienced 'normal' post-seizure symptoms including drowsiness. The patient also experienced sweating and had a slow pulse, but 'no rigidity'. The pump delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8731, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported by the healthcare provider that the event occurred while the patient was visiting family out of state. The patient presented to the emergency department and was hospitalized. The patient experienced an isolated grand mal seizure. The cause of the event was unknown; however, was not related to the intrathecal baclofen therapy. The patient had received a stable dose for many years with no increase in spasticity and no history of seizures. A full work-up of the patient showed results of "negative". The patient recovered without sequelae with no further seizures. A neurologist consult was pending. The drug was lioresal.